Event description:
Husband of female, reported insulin leaking from the area of the "3 prongs" (infusion headset and tubing connector) on the infusion set. He indicated that two infusion sets had this same issue. Husband stated that pt changed the infusion set and there was no further issue. He did not report pt experiencing any physiological effects associated with this issue. No medical assistance was reported. Product was requested to be returned for eval.